Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5075534) on 20-mar-2018. This retrospective pregnancy case was reported by a consumer and describes the occurrence of genital haemorrhage ("blood loss"), pregnancy with contraceptive device ("pregnant"), pyrexia ("high fever"), white blood cell count increased ("high white blood cell count") and multi-organ disorder ("multiple internal organs malfunctioning") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant". On (B)(6) 2007, the patient had essure inserted. In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced pyrexia (seriousness criterion hospitalization), white blood cell count increased (seriousness criterion hospitalization) and multi-organ disorder (seriousness criterion hospitalization). In 2017, the patient experienced menorrhagia ("started period and quickly turned into hemorrhaging"). In 2018, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required) with malaise and asthenia and rash ("skin rashes"). On an unknown date, the patient experienced nausea ("very sick to my stomach"), feeling abnormal ("foggy headed") and dyspepsia ("indigestion"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with progesterone and alternative therapy (four blood transfusions). At the time of the report, the genital haemorrhage, nausea, feeling abnormal and dyspepsia had not resolved and the pregnancy with contraceptive device, pyrexia, white blood cell count increased, multi-organ disorder, menorrhagia and rash outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered dyspepsia, feeling abnormal, genital haemorrhage, menorrhagia, multi-organ disorder, nausea, pregnancy with contraceptive device, pyrexia, rash and white blood cell count increased to be related to essure. The reporter commented: in fall of 2014, the patient took the morning after pill and was no longer pregnant. In 2015, she became pregnant again (please refer to case report (B)(4)). During patient's hospitalization multiple tests were performed with no conclusive outcome. On 5th day of hospitalization, symptoms subsided and she left the hospital. In mid 2018, no apparent causes were found to the blood loss. The seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required were mentioned but not specified to one of the events. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5075534) on 20-mar-2018. The most recent information was received on 19-sep-2018. This retrospective pregnancy case was reported by a consumer and describes the occurrence of genital haemorrhage ("blood loss"), pregnancy with contraceptive device ("pregnant"), pyrexia ("high fever"), white blood cell count increased ("high white blood cell count") and multiple organ dysfunction syndrome ("multiple internal organs malfunctioning") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant". On (B)(6) 2007, the patient had essure inserted. In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced pyrexia (seriousness criterion hospitalization), white blood cell count increased (seriousness criterion hospitalization) and multiple organ dysfunction syndrome (seriousness criterion hospitalization). In 2017, the patient experienced menorrhagia ("started period and quickly turned into homerrhaging"). In 2018, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required) with malaise and asthenia and rash ("skin rashes"). On an unknown date, the patient experienced nausea ("very sick to my stomach"), feeling abnormal ("foggy headed") and dyspepsia ("indigestion"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with progesterone and alternative therapy (four blood transfusions). At the time of the report, the genital haemorrhage, nausea, feeling abnormal and dyspepsia had not resolved and the pregnancy with contraceptive device, pyrexia, white blood cell count increased, multiple organ dysfunction syndrome, menorrhagia and rash outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered dyspepsia, feeling abnormal, genital haemorrhage, menorrhagia, multiple organ dysfunction syndrome, nausea, pregnancy with contraceptive device, pyrexia, rash and white blood cell count increased to be related to essure. The reporter commented: in fall of 2014, the patient took the morning after pill and was no longer pregnant. In 2015, she became pregnant again (please refer to case report (B)(4)). During patient's hospitalization multiple tests were performed with no conclusive outcome. On 5th day of hospitalization, symptoms subisided and she left the hospital. In mid 2018, no apparent causes were found to the blood loss. The seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required were mentioned but not specified to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.